Event description:
It was reported the patient presented for magnetic resonance imaging. During programming for the procedure, it was discovered the right ventricular lead exhibited low defibrillation impedance. No changes or intervention was performed. The patient was in stable condition.